Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Blood glucose level was addressed with manual injection. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Although requested, the customer did not upload pump data logs for tandem technical support (cts) to perform a log review. Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.